Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Due to the customer stating the patient experienced pneumomediastinum and was coughing up blood, this incident is deemed reportable. An assessment was received from the customer site, stating they believe that incident occurred due to the phasitron tubing and aerosol tubing connections being incorrectly attached to the system, causing the patient to receive pressures above specification. The device was received and investigated by percussionaire. No apparent malfunctions occurred with the device under normal use. The investigation team simulated the same inappropriate tube connections referenced by the site and received similar conclusions of inadequate pressure. This was concluded to be a user induced incident. The instructions for use do provide directions on how to connect the tubing appropriately. As part of a corrective action, percussionaire provided the site with further training to ensure the incident does not reoccur. No additional patient information has been received at this time. Any additional information will be filed as a follow-up MDR.

Event description:
On 9/3/2021 at the hospital, the respiratory therapist intervened with a patient on the subject device that suffered a pneumomediastinum. The pneumomediastinum was identified with serial chest x-rays and hemoptysis.